Manufacturer narrative:
Article citation: jaitly, vanya, et al. "Intra-pericardial use of recombinant factor viia in a patient with acute hemorrhagic pericardial effusion following transcutaneous aortic valve replacement¿a case report." Laboratory medicine 48.3 (2017): 262-265. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.   In this case, the cause of the pericardial effusion is unknown as no additional patient information was provided. The event may have been related to the mechanisms above.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the article, "intra-pericardial use of recombinant factor viia in a patient with acute hemorrhagic pericardial effusion following transcutaneous aortic valve replacement¿a case report", the patient received a 23mm sapien 3 valve by tf approach. After deployment, the valve access site was closed. Intraoperative echo showed the development of pericardial effusion. The patient remained stable. A pericardial drain was placed, draining 400ml of hemorrhagic fluid. Protamine was administered. After being transferred to the cardiac care unit in stable condition the patient because hypotensive and bradycardic. The patient received 5 units of red blood cells, 2 units of fresh frozen plasma, 20 units of cryoprecipitate, 1 apheresis platelet unit, and amicar. The patient continued to bleed. The physician proceeded with local infusion of rfviia on pod 0. The patient stabilized hemodynamically and only needed 1 additional blood product. By pod 3 the pericardial drainage had completely resolved. The pericardial drain was removed on pod 5. The patient was discharged on pod 18. During her 4 month follow-up visit, the patient was found to be doing well.